Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that she is unable to connect the pump to the uploader for carelink. She indicated that her daughter had blood glucose of 132 mg/dl but also had low blood glucose of 20 mg/dl. Customer does not recall any significant events leading to the error. The customer declined troubleshooting for the low blood glucose as she has been working with her doctor on this. The customer also declined any troubleshooting for any pump issues. She was calling to report the incident only.